Manufacturer narrative:
Device received with corroded battery tube. Moisture damage on electronic board stack, corroded force sensor assembly and moisture damage on motor assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and wont turn on. The customer¿s blood glucose was 75 mg/dl at the time of the incident. The customer states the insulin pump was exposed to fluid. Customer reported that there was fluid in the battery compartment. Customer stated that home screen did not appeared on the display. Customer noticed that the battery was corroded and that a liquid got out from the battery which customer was unsure about. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.